Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had used an expired lot of the integrated multi-sensor technology system sensor. The customer had replaced the sensor. A siemens customer service engineer (cse) was dispatched to the customer site. While inspecting the instrument, the cse replaced the integrated multi-sensor technology (imt) system sensor and tubing. The cse ran imt dilution check; precision and quality control (qc) for level 1, all resulted satisfactory. The cause of the discordant, falsely low na results is unknown. The cause of the customer using an expired sensor lot when running the samples is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patients' samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The following day, some of those patients who were in-patients were redrawn and tested on the same instrument, resulting higher and matching the patients' clinical histories. The customer did not provide further information to match respective sample ids to determine before and after comparison on those patients. It is unknown if the redraw results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.